Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened escape and act button dome switches. No unlocked keypad connector was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the keypad was hard to press. The blood glucose reading was 150 mg/dl. The customer did not recall any significant event leading to the keypad issue. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.